Manufacturer narrative:
Upon reassessment of the reported event it was determined that the product was reported on wrong MFR number and will be reported on correct MFR 9613350.

Event description:
Upon reassessment of the reported event it was determined that the product was reported on wrong MFR number and will be reported on correct MFR 9613350.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had a prior revision to the left total reverse on approximately a year ago, and now the patient is being scheduled for a revision due to lucency.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 115370, comp rvs tray co 44mm, lot # 795950; catalog #: 85225, total joint, lot # 402282; catalog #: 81207, musculoskeletal transplant fnd, serial # (B)(4); catalog #: 132725, plate tm reverse base 25mm pos, lot # 63685438; catalog #: 132713, lat stabilizing knee supp sm blk, lot # 2908167; catalog #: 132730, sphere gleno tm, lot # 53736824; catalog #: xl-115364, arcom xl 44-36 std +3 hmrl brg, lot # 927530. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04056. Will be returned.

Event description:
It was reported that the patient received an initial left shoulder implant approximately two 2 years ago. Subsequently the patient has been indicated for a revision due to lucency from screws.